Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that the patient implanted with this pacemaker reports feeling the heart racing up to 110 beats per minute (bpm) with certain activity.the device was reprogrammed to decrease the response factor so the patient would not reach the maximum sensor rate so quickly. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating the device was explanted due to routine device change out. No adverse patient effects were reported.